Event description:
The lay user/patient contacted lifescan alleging that their onetouch ping meter was prompting a message of "bg result older than 15 min" when she attempts to do a bolus after a blood glucose test. The patient was unable to be reached for further troubleshooting and therefore, the alleged issue remained unresolved. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.